Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
System remains implanted right side programmed vvi 30. Atrial lead dislodged w/ right sided access unattainable. Should additional information be received, this file will be updated.